Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm readings which occurred an undocumented number of days after the sensor had been inserted in the arm. On (B)(6) 2023, the patient experienced weakness, shakiness, and diaphoresis. The cgm was reading 180 mg/dl and the blood glucose was not checked. The son called 911 and the bg by emergency medical service was 32 mg/dl while the cgm reading was 170 mg/dl. The patient was treated with an IV drip and recovered after treatment. The bg after treatment was 80 mg/dl and the cgm reading was not documented. The patient treated further with carbohydrates. At the time of the report, the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.